Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis. The instrument was found to have a broken grip cable at the grip hub. The broken cable caused the grip to not open or close properly. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted lower anterior resection surgical procedure, the or scrub nurse realized the monopolar curved scissors instrument pulley was broken. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before use and it was found that the pulley was broken. The instrument was never used. There was no fragment that fell.